Event description:
It was reported the pt is not receiving effective stimulation from her trial scs lead (s) due to being unable to feel stimulation even upon increasing the stimulation amplitude. It was advised that reprogramming would be required to resolve the issue; however, the pt's trial is scheduled to end prior to an available reprogramming appointment.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.